Manufacturer narrative:
Plant investigation: the actual bicarbonate pump device was returned to the manufacturer for physical evaluation. Inspection of the received bicarb pump found the cable to be discolored and have heat damage. No other discrepancies were observed. A test machine completed a heat disinfect program without alarm or failure with the received bicarb pump installed. The pump did not emit any unusual noises during the program. The test machine powered down properly after the program was completed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be discoloration and heat damage on the ribbon cable of the bicarbonate pump. The part was returned to returned good following the evaluation.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine won't power up after heat disinfect. There was also a grinding noise coming from the bicarb pump and displaying a bic pump no eos alarm. There was no patient involvement, patient harm, or adverse event reported. The biomedical technician replaced the bicarb pump to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. The product has been returned for investigation. Upon physical evaluation of the bicarb pump by the manufacturer, it was identified that the cable on the bicarb pump exhibited discoloration and heat damage.